Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer also reported that the alleging possible insulin pump was under delivery. The customer's blood glucose level was 253 mg/dl at the time of incident and current blood glucose level was 425 mg/dl. Customer¿s other blood glucose level was over 600 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the insulin drip. Customer stated that they performed displacement test and the test results was replacing insulin pump for uncomfortable with re-certified replacement. Customer stated that the drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshooting was performed for high blood glucose level and under delivery anomaly. The insulin pump will be returned for analysis.